Event description:
It was reported that when using the bd pyxis medstation system tower door failed intermittently. The malfunction occurred when a user tried to issue medication to a patient, but the door did open, so there was no delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by door 2 failing to register as closed. The nursing staff were unaware of the door recovery function. A field service engineer confirmed that the pro staff successfully restored the door's functionality. Additionally, preventative maintenance was performed on the device, including the proactive greasing of latches. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshot the device.